Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/25/2018 that on (B)(6) 2018, the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. A global receiver functional test was performed and resulted in no failures related to the reported event. A manual try-it test was performed and passed. Vibrator resistance was measured and found to be within specification.the reported event of no vibration was not confirmed. A probable cause could not be determined.